Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: c corrected information: d10, h3 description of event: as reported, during an unknown procedure, the hemostatic valve of an unknown performer introducer became stuck open and could not be closed after the dilator was removed from the sheath. The complaint device was in place for less than a minute. The anatomy was not reported to be tortuous, calcified, or scarred. Another device of the same type was used to complete the procedure successfully. Investigation ¿ evaluation a document based investigation was also performed including a review of documentation, drawings, the instructions for use, manufacturing instructions, and quality control procedures. The complainant initially told cook they were going to return the device, however, no device was returned. A document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the information provided and the results of the investigation, a definitive root cause could not be established. Possible reasons for the failure include the patient's anatomy, the nature of the procedure, and/or user handling. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Occupation: lead tech. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, the hemostatic valve of an unknown performer introducer became stuck open and could not be closed after the dilator was removed from the sheath. The complaint device was in place for less than a minute. The anatomy was not reported to be tortuous, calcified, or scarred. Another device of the same type was used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.